Event description:
A cartridge alarm was reported by the customer, which did not cause the blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump by technical support, advised on software updates, and instructed on returning the faulty pump to tandem within 10 days. The customer acknowledged all instructions and will use multiple daily injections as backup therapy.